Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user required assistance pairing a freestyle libre 3 plus sensor; initial scans were unsuccessful, after several rescans, the app displayed that the sensor was already started, and the pump showed the sensor in warm-up, consistent with an intermittent communication issue potentially involving the antenna or related electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication, collection and analysis of information provided by the user, and review of device interoperability behavior. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with an electrical and magnetic component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.